Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. Based on the information reviewed and without the device to analyze, a cause for the reported difficulty removing the gripper line cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report resistance noted with the gripper line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4+. The clip delivery system was advanced to the mitral valve and grasping was performed. When checking the gripper line, the physician felt resistance. Troubleshooting was performed and the clip was deployed. Two clips implanted, reducing mr to 2-3. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.